Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product at this time. Customer is satisfied. Most likely underlying root cause: mlc-140- supplier manufacturing defect. Note: based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4).

Event description:
Pharmacy called in to notify us that customer had trouble with a few syringes and that they were not drawing up. Ndc: (B)(4). Customer is satisfied and called in to notify us of the situation.